Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement greater than 125 ohms. A revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. Fluoroscopy did not reveal and lead damage and no issues were identified with the device. No additional adverse patient effects were reported.